Manufacturer narrative:
(B)(4). This lot was manufactured from november 11, 2014 to november 13, 2014. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed a white particle, approximately 1.09 mm in length, floating in the fluid inside the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its reservoir. This was found before patient use. There was no patient involvement. No additional information is available.